Event description:
It was reported occlusion alarms occurred. Reputedly there were debris on the pneumatic tap and the customer was using fiasp insulin with the pump. After removing the debris from the pneumatic tap and changing supplies, the alarm cleared. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.